Manufacturer narrative:
Visual examination revealed that the tip of the blade was broken. The broken part was not returned. Furthermore, it was determined that the fractured surface had appearance of a ductile forced rupture resulting from very high torsional and bending forces. Additionally, pressure marks were seen at the slot area of the blade pointing to the occurrence of high bending forces. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.

Event description:
During asnis micro surgery, the screwdriver was broken.